Manufacturer narrative:
Based on the additional information provided on 28-aug-2020, the nurse confirmed the alleged infection, slough and yellow tissue were unrelated to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device passed quality control check before and after placement. Kci has deemed this event not reportable based on the information received on 28-aug-2020.

Event description:
On 28-aug-2020, the following information was reported to kci by the nurse: the infection is unrelated to v.a.c.® therapy. The yellow slough and tough yellow tissue were fibrotic tissue where the patient had implants removed and therefore was on a debridement regimen every visit and unrelated to v.a.c.® therapy. V.a.c.® therapy was not resumed. On 15-jun-2020, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2020, the device was placed with the patient. On 25-aug-2020, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the information provided, kci could not determine that the alleged infection, yellow slough and tough yellow tissue, were related to activ.a.c.¿ ion progress¿ remote therapy monitoring system. Kci has made multiple unsuccessful attempts to obtain additional clinical information. Device labeling, available in print and online, states: warnings: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area, untreated or inadequately treated infection, inadequate hemostasis of the incision, cellulitis of the incision area. Indicators of ineffective therapy. Deterioration of the wound. If a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance / expertise of a specialist: if available on the therapy unit, check the therapy history log to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On 28-jul-2020, the following information was reported to kci by the patient's family member: on (B)(6) 2020, the activ.a.c.¿ ion progress¿ remote therapy monitoring system was removed allegedly due to an infection and antibiotic therapy was initiated. On 29-jul-2020, the following information was reported to kci by the wound care center: on (B)(6) 2020, the activ.a.c.¿ ion progress¿ remote therapy monitoring system was placed on hold due to pain and possible infection. On 03-aug-2020, kci received progress notes from the wound care clinic that noted the following: on (B)(6) 2020, right breast wound with (B)(6) infection per culture on (B)(6) 2020. V.a.c.® therapy was held. Patient initiated antibiotic therapy. On (B)(6) 2020, antibiotic regimen was changed per culture susceptibility. Wound was noted to have 60 percent yellow slough and tough yellow tissue. The patient underwent sharp debridement with curette. No additional information available. The v.a.c.® granufoam¿ dressing lot number was not available; therefore, a device history record review could not be performed. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is currently pending completion.